Manufacturer narrative:
Hongkong service confirmed the case is for field safety notice implementation. No actual problem of device. This is non-complaint. H3 other text : hongkong service confirmed the case is for field safety notice implementation. No actual problem of device. This is non-complaint.

Event description:
Hongkong service confirmed the case is for field safety notice implementation. No actual problem of device. This is non-complaint.

Event description:
It was reported to philips that device has paddles and pads cable damage. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.